Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2018-03187. Reference MFR. Report#: 3006705815-2018-03188. It was reported the patient experienced multiple blood clots in their lungs. As a result, the patient was hospitalized. Reportedly, the blood clots were unrelated to their scs system. The patient was released from the hospital.